Manufacturer narrative:
The themogard was serviced for preventive maintenance however during the initial functional testing, the thermogard did not display warning or no error generated in the system display when the airtrap assembly was disconnected from the console. The airtrap block was replaced to remedy the fault. Visual inspection was performed and noted no damage upon receipt. Initial functional testing failed due to the thermogard system did not detect or did not show any warning when the airtrap was removed from the console. The issue was attributed to the defective airtrap block. The defective component was replaced to remedy the fault. In addition, unrelated to the reported complaint, the air filter and four guide rollers were replaced. Following service and repair, the thermogard was functionally tested and passed all testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported during the preventive maintenance (pm service), the thermogard did not display warning or no error generated in the system display when the airtrap assembly was disconnected from the console. No patient involvement on this event.